Event description:
The customer reported multiple invalid results with the ID now covid-19 assay for multiple patients performed on various days in (B)(6) 2022. This report addresses patient 1 of 4. The customer reported an invalid result with the ID now covid-19 assay performed on (B)(6) 2022 with a direct tested nasal swab which resulted in a delayed dental procedure. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference all related MFR. Report numbers: 1221359-2022-02875-in 1221359-2022-02876-in 1221359-2022-02877-in.

Manufacturer narrative:
According to the medical review, the children were healthy when testing for covid-19. When the test was shown to be invalid, no result was obtained, neither negative nor positive. When getting an invalid result the test should be repeated to know the patient's true status. There were no medical consequences or medical help sought out. This event is not reportable. Please reference: 1221359-2022-02877, 1221359-2022-02876, 1221359-2022-02875, 1221359-2022-02775.